Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in two segments. Final analysis found external insulation abrasion was noted at 28.4 - 28.9 cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 38.1 - 38.3 cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 26.5 - 27.2 cm from the distal tip. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.